Event description:
Pt received 5fu 5900 mg (118ml + 7 ml overfill for tubing) connected to curlin 6000 5fu home ambulatory infusion pump at 1326 on (B)(6) 2018. Bag to infuse over 46 hours at 2.57 ml/hr (rounded to 2.6 ml/hr). On (B)(6), rn noted "writer confirmed that medication from home infusion pump completely infused. Although the medication was all infused, the pump stated that there was still 5ml to infuse. Pt stated that the pump started beeping at 0930. He checked the lines for kinking but there were none. Pt called the front desk and was told to come in for us to check the pump. Pt arrived at 1000. Pump stated that 112.5ml had infused and it still had 5ml to infuse. Bag totally empty. Pump rate was 2.6ml/hr which was rounded up from 2.57ml as per the bag. Pump due for disconnect at 11:30."